Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 543 mg/dl. Reportedly, the control iq software was not active; therefore, the customer did not receive automatic corrections as expected. Manual insulin injections were administered to address bg level.